Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg began to display a replace generator soon message on the patient controller. As a result, the ipg may possibly be prematurely depleting, but it is currently undetermined. The patient currently has effective therapy.

Manufacturer narrative:
Corrected data: device evaluated by manufacturer, and why not evaluated, if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number was inadvertently entered incorrectly in initial report.

Event description:
Follow up revealed the initial report was submitted in error, as there is no allegation against the device. The generator displayed normal device characteristics based on the settings provided.